Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a paramount mini balloon expandable stent along with non-medtronic 7fr sheath and 0.014" guide wire during procedure to treat a moderately calcified plaque fibrous lesion in the right proximal renal artery with 90% stenosis. The vessel is moderately tortuous. The vessel diameter and lesion length are 7mm and 15mm respectively. There was no damage noted to packaging. There was no issue noted when removing device from hoop/tray. The device was prepped per IFU with no issues noted. The device failed to cross/position. It was reported that the physician attempted to direct stent with the paramount mini; however, the stent would not cross the lesion. Physician took a stent and balloon out and predilated with a 3.0 x 15 coronary balloon. The stent was noted to not be securely positioned on the balloon and the physician elected to use a different paramount mini in its place. The stent was not securely attached to the balloon and was not reinserted in the patient. The device was safely removed from the patient with no difficulties noted during removal. The procedure was completed and the patient was discharged home without injury. A 3.0x15 coronary balloon was used for pre dilation and paramount mini 6x14 was implanted. The device did not pass through a previously deployed stent. There was resistance encountered when advancing the device with no excessive force used. There was no vessel damage noted. There was no patient injury reported.